Event description:
Information was received from a manufacturers representative (rep) regarding a patient receiving a dose of 837mcg/day at a concentration of 2000mcg/ml via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient was experiencing intrathecal baclofen (itb) overdose (respiratory distress, etc.) Due to the prime (344 mcg over 30 min) that the healthcare professional (hcp) ordered for the patient post implant. The new pump was not primed on the back table per the hcp and the existing catheter could not be aspirated for the pump replacement today (this morning) due to normal battery depletion despite the rep informing the hcp this would cause an overdose. The pump was programmed to min rate mode and the hcp discussed performing an lp to decrease itb levels in the cerebrospinal fluid (csf). The patient was doing fine the next day, (B)(6) 2016, and was now restored to her previous pump settings (830mcg/day). Patient will be discharged from the hospital tomorrow. She has recovered without sequelae. See regulatory report: 3004209178-2016-23678 regarding inability to aspirate catheter

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8870, product type: software, product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the doctor's nurse indicated that they were not able to provide the serial number of the programmer that was used to program the pump following implant, the serial number of the software card, or the version of the software card. The patient's weight at the time of the event was (B)(6) kg and the pump was still implanted at the time of report. No further information regarding this event was available.

Manufacturer narrative:
Other applicable components are: product ID 8840 product type programmer, physician if information is provided in the future, a supplemental report will be issued.